Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7096129/7096277.

Event description:
It was reported that the patient experienced inadequate pain relief and the patient had headaches caused by the stimulation. All components were explanted and will not be returned per hospital policy.